Event description:
The caller was home health care nurse who had recently begun working for the customer. She was reviewing the patient's blood glucose readings and discovered the meter was set to read in mmol/l. The customer had the meter, since april 2005, and it had been giving her readings in mmol/l since she got it. Customer service assisted the nurse in changing the meter back to mg/dl. The nurse had been assigned to the customer, because she was increasingly fatigued. The customer was stable at the time of the call. Customer serivice advised the nurse that she may be receiving a call in the future if more information is needed.